Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty deflating, difficulty removing a balloon, and shaft damage occurred. Vascular access was obtained via a radial access through the left arm. The target lesion was located in the very calcified circumflex (cx) to the left main stem (lms) bifurcated artery. A 5.00 x 24mm synergy megatron stent balloon expandable was deployed in the target lesion. While deflating the balloon, it was noticed that it was taking longer than normal to empty the contrast of the balloon, and the distal portion of the balloon became trapped on the guide catheter. The balloon was inflated, but was unable to completely deflate. The balloon was removed by pulling the partially deflated balloon into the aorta where the balloon was inflate and slowly deflated. The catheter was retrieved without issue. It was noted that the hypotube became enlarged due to pulling during removal of the device. It was additionally noted that the reason for the deflation difficulty was possibly related to the higher than usual contrast concentration on the indeflator. The procedure was completed with this device and without harm to the patient

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy megatron mr ous 5.00 x 24mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. An examination found that the balloon appeared to have been subjected to positive pressure. Some bunching of balloon material in mid section of balloon. No visible issues with proximal bond. A visual via scope and tactile examination of the shaft polymer extrusion found damage to the distal inner (blue) stretching of a 10mm long section of the inner was noted, beginning 2 mm distal of the bi component bond. The mid shaft was found to be stretched (by about 3cm) twisted and kinked, such that was tab no longer positioned under port bond. The core wire within with mid shaft was kinked also. The distal outer shaft was found to be stretched, in a section extending 6mm distally from port bond. A visual via scope examination of the tip identified tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual via scope examination of the manifold and strain relief did not identify any visible issues. The proximal end of the hypotube was looked down into via scope an no visible blockages were evident. The device was successfully loaded onto, tracked over and withdrawn from a 0.014 inch guidewire. No other issues were noted. Angiographic media (49 series) from the procedure were retuned for analysis. The media was reviewed by the cis investigator. The media is consistent with the reported event.

Event description:
It was reported that difficulty deflating, difficulty removing a balloon, and shaft damage occurred. Vascular access was obtained via a radial access through the left arm. The target lesion was located in the very calcified circumflex (cx) to the left main stem (lms) bifurcated artery. A 5.00 x 24mm synergy megatron stent balloon expandable was deployed in the target lesion. While deflating the balloon, it was noticed that it was taking longer than normal to empty the contrast of the balloon, and the distal portion of the balloon became trapped on the guide catheter. The balloon was inflated, but was unable to completely deflate. The balloon was removed by pulling the partially deflated balloon into the aorta where the balloon was inflate and slowly deflated. The catheter was retrieved without issue. It was noted that the hypotube became enlarged due to pulling during removal of the device. It was additionally noted that the reason for the deflation difficulty was possibly related to the higher than usual contrast concentration on the indeflator. The procedure was completed with this device and without harm to the patient